Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels intermittently over the past week (lowest of 61 mg/dl). The contact stated the cause of the low bg levels was unknown. Fifteen grams of snacks were given to the customer by the school nurse to address low bg level. Reportedly, the nurse providing the customer with a snack is routine care. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed on (B)(6) 2017. User does not utilize the cgm option on the t:slim g4 pump. Basal rate was constantly 1.2 u/hr throughout the entire day of (B)(6) 2017. Basal rate was adjusted up from 1.1 u/hr a few days before. User made bolus requests without entering current bg level and still having insulin on board (iob). Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rate setting may need to be adjusted back down to a low rate.